Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was found dislodged at the patients follow-up. Rep let the physician know about the dislodgment, but was unsure if a lead revision had been scheduled. Currently this lead remains implanted.